Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Death and myocardial infarctions are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately nine months post stenting procedure in the proximal and distal circumflex artery with one promus 2.5 x 28 mm stent and one non-abbott stent, the patient was found dead at home by the family. There was no hospital evaluation or autopsy performed. The cause of death per death certificate was reported as a myocardial infarction due to or as a consequence of coronary artery disease or hyperlipidemia. There was no additional information provided.